Event description:
The pt was revised because the neck fractured on the corail stem.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. The reported prod/lot number was part of a batch of prods which were susceptible to fracture. The tech location was changed by a design revision in 2002. A recall was conducted in other countries, to remove all affected prods from the market. Note- affected prod was not distributed in the us; as us distribution did not begin until april 2005. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.